Manufacturer narrative:
(B)(4).

Event description:
Procedure: lavh laparoscopy assisted vaginal hysterectomy. According to the reporter: per additional information received, due to the device problem there was a delay of more than 30 minutes, without impact to the patient. The last known patient status was reported as "recovering as expected".

Event description:
According to the reporter: needle disengaged in the body. Dr. (B)(6) could not find the needle. An x-ray was not done. Stated no patient injury. Device fragment fell in the patient cavity. Device fragment was left in the patient.

Manufacturer narrative:
(B)(4).